Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"Upper aligners are pushing one of their front teeth back" 8/16 02929170" I do not understand why I would continue the treatment because its bending back my tooth it's hard to close my mouth " "I feel like some gaps could be closed, if possible. " cust replied in case (B)(4) on 10/4/24.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.